Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30068200l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster product analysis lab found a hole on the pebax surface. It was reported that there was noise in the egm map 1-2. They changed connectors, radio frequency patch. There was no patient consequence reported. The noise issue was assessed as not reportable as the risk to the patient was low. The biosense webster product analysis lab received the device for evaluation and discovered on (B)(6) 2018 that the pebax was cracked with red/brown material inside. On (B)(6) 2018, it was clarified that there was a hole on the pebax surface and they also found reddish material inside the clear pebax. No damage on the electrodes was observed. The returned condition describing that the pebax was cracked/hole was assessed as a reportable malfunction. The awareness date for the reportable lab finding is december 11, 2018.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that there was noise in the egm map 1-2. They changed connectors, radio frequency patch. There was no patient consequence reported. The device was inspected and the pebax was found cracked with red brown material inside. Then, during the second visual inspection, a hole was observed on the pebax. An electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 2. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the electrical issue cannot be determined. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).